Manufacturer narrative:
Batch review performed on 17 january 2019: lot 182504: (B)(4) items manufactured and released on 04-jul-2018. Expiration date: 2023-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: bipolar head ø22x41 reference 25060.2241 (k091967). Lot 154911: (B)(4) items manufactured and released on 16-nov-2015. Expiration date: 2020-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 weeks after primary surgery, due to a dislocation of the bipolar head from the acetabulum. The surgeon converted the bipolar hip to a total hip and revised the stem, cocr head and bipolar head. The surgery was completed successfully.